Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack, a display failure, a keypad button response issue, and contamination under keypad button and bolus button contacts. This report is made based on results of investigation completed on 12/20/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/20/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The battery compartment was observed to be cracked. During testing, the pump was powered on and the display screen appeared dim and discolored. All of the pump keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. The keypad cover was also peeling and torn. The bolus button was difficult to press and the cover was observed to be torn. The bolus button cover was removed and moisture and corrosion was found on the bolus button contact. (B)(4).